Event description:
It was reported that device had bearing problem and since when the burr locks, it causes the handpiece to overheat. There was no patient involved with this event.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device was not returned for evaluation. The device was not returned due to there is an agreement between tmi and medtronic. It was agreed because we do not have factory service, so when a medical device has a fault, tmi informs medtronic and medtronic sends us the same product with a repair price, as long as the failed product is under warranty (agreed warranty between both companies). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.